Event description:
The device was inserted on (B)(6) 2021 at 3.30pm. Nurses found the catheter out of the patient, as cut at the level between the tubing of the catheter and the "y" valve connector. The other part "y" connector was on the floor. According to the male patient, he would have pulled on and teared out the catheter.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and no abnormalities found. There is no actual complaint sample returned for further investigation. Therefore, no physical assessment can be conducted. Due to there was no complaint sample returned, further investigation was not possible. Catheter torn could likely occurred due to in contact with sharp object during handling or excessive force applied. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The device was inserted on (B)(6) 2021 at 3.30pm. Nurses found the catheter out of the patient, as cut at the level between the tubing of the catheter and the "y" valve connector. The other part "y" connector was on the floor. According to the male patient, he would have pulled on and tore out the catheter.